Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. No keypad/labels were removed. The device was received in good condition with scratched screen. No evidence of the reported problem was found in the event log. The device was started in application problems were found with the device double beeping with a cassette attached, replace downstream sensor. The root cause of the reported issue was found to be the downstream sensor. Actions/repairs were done to correct the reported problem: downstream sensor replaced.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beep for no cassette. No adverse effects were reported.

Manufacturer narrative:
Other text: additional information was received indicating the reported issue occurred during testing.